Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During use, the pump triggered a false 'impella in aorta' alarm. Proper pump positioning was confirmed via echocardiography. No harm occurred to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The product and logs were not returned. The cause of the false position in aorta alarm was patient condition related.